Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited fungal pocket infection. During extraction of this lead, the tip broke off and remained in the patient coronary sinus (cs) vein. Hence, the lead was partially explanted, and a portion remains implanted. The patient had a temporary pacing system. No additional adverse patient effects were reported.